Manufacturer narrative:
The authorized service personnel (asp) replaced the power management (pm) board to address the reported issue.

Manufacturer narrative:
(B)(6) 2021. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that when the on/off button is pressed this unit does not power on. The customer contacted product support and reported that the pm pcba in this unit is affected by fco86600050 and requests replacement to resolve the issue. Product support advised that if the pm pcba does not fix the issue it will become a billable repair to move forward. The customer reported that the unit was not in use on a patient.